Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, suffered bilateral tightness and capsular contracture; baker grade iii, post-procedure. The capsular contractures were diagnosed during an in-office visit. As a result, the patient was scheduled for bilateral implant explantation surgery on (B)(6) 2020. This medwatch form is for the right breast prosthesis.